Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was possibility that this phenomenon was attributed to a temporary accidental failure of fans of cpu/gpu or a temporary contact failure of the connector of the fan cable. Because e116 error is an error that occurs when the fans of cpu/gpu have not responded. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for use of an unspecified procedure using the subject device at the user facility, it was found that the subject device gave the error (B)(4) which indicated the subject device malfunctioned. Then, when the user cycled the power of the subject device. The user replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event.